Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call reported that they were receiving a draining slowly message and that the solution was discolored and cloudy. Upon follow up with the peritoneal dialysis registered nurse (pdrn), the solution was cloudy and discolored because the patient had peritonitis. Upon follow up, the pdrn stated the patient was diagnosed with peritonitis on (B)(6) 2022. The pd effluent cultures resulted positive for staphylococcus epidermidis. The cause of the peritonitis was attributed to touch contamination by the patient. The pdrn stated that the patient is on intraperitoneal (ip) antibiotics with ancef daily for 21 days (dose not provided). The patient was hospitalized on (B)(6) 2022 due to the pd catheter not working and the patient being unable to administer antibiotics. The pdrn stated the catheter was corrected (unspecified) and the patient was discharged to home on (B)(6) 2022. The patient continues to complete pd therapy and the antibiotic regimen utilizing the liberty select cycler. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.